Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0063779, medical device expiration date: 2023-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0350087, medical device expiration date: 2023-11-30, device manufacture date: (B)(6) 2020.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage (blood) through the bc valve. The following information was provided by the initial reporter: material no.: 382523, batch no.: 0063779. Blood control of iagbc isn't functional, valve doesn't close, so the blood comes out when they remove the needle.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0063779 has been reviewed. No related quality issues or process deviations were found. The DHR for lot 0350087 has been reviewed. No related process deviations were found. One potentially related qn was found. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage (blood) through the bc valve. The following information was provided by the initial reporter: material no.: 382523. Batch no.: 0063779. Blood control of iagbc isn't functional, valve doesn't close, so the blood comes out when they remove the needle.